Event description:
We have been informed that the nimbus mattress was deflating; however, the pump has not been alarming to indicate this fault. The arjohuntleigh service was called out with the fault described as: "mattress not inflating properly;" however, when the technician arrived the same day he found the mattress appeared to work properly, but could not check it as the patient was on the system. The next visit took place 2 days later and it was confirmed by technician that although backrest was at 45 degrees and the patient had sunk into the mattress, no audible or visual alarm was launched. No injuries to patient recorded only reddening of the patient skin.